Manufacturer narrative:
Follow-up # 1 ¿ (11/12/2014). The patient¿s meter and test strips have been returned on 10/9/2014 and 10/29/2014, respectively, and evaluated by lifescan product analysis on 11/10/2014 and 10/29/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014, at approximately 9am. The patient tested on the subject meter at unknown times and observed values of ¿220, 240, 214, 245, and 214 mg/dl¿, which she felt were high as compared to her normal readings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type of insulin and is a self-adjuster, it is not clear if the patient took any action regarding her usual diabetes management regimen immediately after testing. The patient claimed developing symptoms of ¿shaking¿ approximately 4 hours later. The patient reportedly contacted her doctor and was advised by the doctor to eat some food at approximately 5pm. She did increase her food/drink consumption that evening at 5:30pm or 6pm. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. Quality control testing was performed and the products passed testing. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining inaccurate high readings on the subject meter.

Manufacturer narrative:
Follow-up # 2 (12/21/2014). A DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.